Event description:
It was reported in 2007, that while attempting to implant the third coil, tension was felt. The physician tried to remove coil. At this point, the coil delivery wire kinked and separated from the coil. The coil as safely removed using a snare. Based on add'l info received, it was determined that the distal part of the coil was in the aneurysm when the issue occurred. The delivery wire and catheter were removed and the coil was removed with a snare. This was an aneurysm coiling procedure of the brain. It was reported that there were no pt complications, and that the "pt is fine as far as they know."